Event description:
It was reported that a high drain 103 alarm occurred on the homechoice (hc) after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An increased intra-peritoneal volume (high drain error 103) event was identified in the event history log of the device. During evaluation of the returned device, the device had passed both the homechoice (hc) returned instrument test/evaluation (rite) electrical test and rite functional test specifications. Also, the device had passed external and internal inspections. Multiple short simulated therapies were performed with not issues noted. The root cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.